Manufacturer narrative:
Initial information indicates that the pt was revised due to poly wear after approximately 11 years. Evaluation of the explanted device confirmed the reported wear. Review of the device history records was not possible as the lot numbers were not provided. Investigation was unable to determine the cause of the reported wear. It would not be unreasonable to expect some wear after 11 years of implantation. No need for corrective action was identified. The product is a discontinued item. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of polyethylene wear and osteolysis.